Manufacturer narrative:
Other, other text: returned device was received in good physical condition but the battery door was noted to be damaged. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be replicated. The device passed all functional testing. The downstream occlusion sensor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event.

Event description:
It was reported that the cadd solis vip pump alarmed indicating that the cassette was not attached properly. The pump read at 2500 mv. No patient injury or complications were reported in relation to this event.